Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that there was a revision. Manufacturer¿s records indicate that the lead was replaced on (B)(6)2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the device was dead, and the patient was going to have it removed. No further complications are anticipated.